Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a bravo capsule placed the week of (B)(6) and when the patient returned for an MRI, the capsule was found to still be attached.